Manufacturer narrative:
Updated information: b5 narrative updated h6 clinical codes added e0505, e130501 h6 impact code f19, f12 and removed f01.

Event description:
Clinical rationale: an impella cp device was inserted percutaneously into the right femoral artery in a 66-year-old male patient with a past medical history of diabetes mellitus (dm), hypertension (htn), and hyperlipidemia (hld) presenting with epigastric pain, vomiting, acute myocardial infarction (ami) and cardiogenic shock (cgs) scai stage d on inotropes, vasopressors, and ventilator support prior to initiation of support. The impella was inserted for ventricular support prior to percutaneous coronary intervention (pci) of the ramus artery. A dialysis catheter was inserted into the left femoral vein (lfv). While the patient was in the intensive care unit (ICU), slight oozing and hematoma were observed in the right inguinal region at the impella access site. The original suture was found to be torn and was corrected with another suture. After approximately two days of impella support, the device was explanted using preclose closure with perclose proglide x2. One day post impella removal, the patient experienced atrial fibrillation. Ten days later, the patient experienced atrial fibrillation with rapid ventricular response. The post-procedure outcome was survived at explant. Arrhythmia and renal failure may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, and hemodynamic instability. Arrhythmia is unlikely related to impella, as it occurred post impella explant. Bleeding and hematoma may be influenced by patient and device-specific factors such as critical illness, movement during support, anticoagulation status, and device purge requirements. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing at the groin site. A suture was added to attain hemostasis. Ten days after the pump was explanted the patient experienced atrial fibrillation.

Manufacturer narrative:
Investigation summary: no product was returned. Access site adverse event: the cause of oozing was most likely use issue related since the original suture torn and failed was corrected with another suture. Paroxysmal atrial fibrillation: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history review: device passed all post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in b3(date of event). The cause of oozing was most likely use issue related since the original suture torn and failed was corrected with another suture. The cause of the injury was unable to be determined due to insufficient clinical details.